Manufacturer narrative:
D10 concomitant product: rnonb8stf, rnonb8stf postion no blade 8mm std fix (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when attempting to insert the internal cylinder unit to the cannula, the internal cylinder unit became stuck and could not move after passing through the seal. Both insertion and removal were impossible. There was also an abnormal sound coming from the device. A medical professional who prepared the device applied significant force to remove it from the cannula. Another internal cylinder unit was brought in and inserted into the cannula, the internal cylinder unit passed through without issue. There was no patient involvement.